Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm or replicate the customer reported failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. A cut test and energy delivery test were performed and both passed. A grip force test was performed and the results were all within specifications. Electrical continuity from the cautery cable to the jaws passed in all jaw orientations (pitch up, pitch down, etc.). Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not provide sufficient energy to seal the tissue. A backup instrument was used to complete the procedure with no reported injury to the patient. While there was no report of any patient, harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had insufficient sealing. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: a backup instrument was used to complete the procedure with no reported injury to the patient. The sealing sequence tone went off but no thermal effect occurred to the tissue. Patient experienced minimal bleeding (> 750 ml).